Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the following verbatim: reported issue: pump reading occluded, defective lipid filter. While this event occurred while in use with a patient, no harm was caused.

Event description:
No additional information was provided. Materials: 20129e batch#: unknown it was reported by the customer that pump reading occluded, defective lipid filter. While this event occurred while in use with a patient, no harm was caused. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no item: 20129e quantity affected: 1 ea serial/lot number: n/a po : (B)(4) are any samples available for return? Yes. Reported issue: pump reading occluded, defective lipid filter. While this event occurred while in use with a patient, no harm was caused. Customer response: kindly provide the batch/lot number of the product. Unfortunately nursing threw the packaging away, the lot/batch number is unavailable. Kindly provide the date of event. 01/25/24 describe any patient harm, injury, complication, or negative outcome that occurred as a result of the event. No serious injury/harm was done. Delay in care. Thank you very much for your help in this matter, (B)(6).

Manufacturer narrative:
It was reported by the customer that pump was reading occluded, defective lipid filter. One sample model 20129e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set and primed with 85% glycerin / 15% water. An infusion run was started at a rate of one ml/hr for 24 hrs. There was no observation of fluid blockage. The customer complaint was unable to be replicated. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.